Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 4.0mm, was located in the severely tortuous and moderately calcified proximal right coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment; however, the stent struts were lifted. The procedure was completed with another device of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid section of the stent lifted and pulled in all directions. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 4.0mm, was located in the severely tortuous and moderately calcified proximal right coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment; however, the stent struts were lifted. The procedure was completed with another device of the same device. No patient complications were reported and the patient status was stable.